Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to high blood glucose on (B)(6) 2017 with blood glucose of 380 mg/dl at the time of the incident. The customer was at 303 mg/dl at the time of the call. The customer was given manual injections to treat. The customer experienced symptoms such as looking weary and distorted. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer was under a lot of stress due to the hurricane and having no electricity. The customer had gone to a fire station for advice on how to store their insulin. The insulin pump will not be returned for analysis.